Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient was going in to have the ¿wires relocated.¿ the patient stated the wires were placed wrong and they were not able to make any adjustments. The patient reported that they were going to start over with the evaluation. It was noted that the trial began on (B)(6) 2018. No patient symptoms were reported. No further complications were reported.